Manufacturer narrative:
Product event summary: a portion of the lead was returned in segments, analyzed, and no anomalies were found. Analysis indicated that the distal portion of the lead was covered with body tissue/fibrotic growth. The visual analysis summary noted damage at explant and lead stretching. Concomitant medical products: 8042b crt-p, implanted: (B)(6) 2009.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.